Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) ilpac3330, (certain® low profile 30° angled abutment 3.4mm(d) x 3mm(h)) for evaluation. Visual evaluation was performed. Signs of use was identified. The abutment¿s retaining screw was not returned with the abutment. Unable to functionally test the device. Unable to confirm loosening with all the available information. A placement tool was returned attached to the abutment. No failures were identified DHR review was completed for the subject lot number 2021080233. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021080233 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was abutment screw is not torqued to specification therefore, based on the available information, a device malfunction could not be verified. The abutment¿s retaining screw was not returned with the abutment. Unable to functionally test the device. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
The doctor reports that the multi-unit has slight mobility, the screw does not tighten or loosen, the wrench turns but the screw threads are worn, only managed to disassemble by wearing down the screw with a drill. Affected dental position: 12; bone type: unknown.